Manufacturer narrative:
Unable to verify missing segments due to constant blank/flashing white lcd. The insulin pump was received with a constant blank/flashing white lcd on the display and constantly beeping due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump screen has been flashing and beeping for almost an hour. The customer¿s blood glucose level was unknown at the time of the incident. The customer plays baseball and slid which caused the pump to go off. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.